Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that bd precisionglide¿ needle came out of the hub and lodged in the patient's face. It was reported that the needle lodged in the patient's face during a trigger point injection. Per complaint details: bd¿s registered agent was served with the complaint filed in santa clara county in california. Plaintiff alleges that he sustained ¿permanent injuries after a needle became lodged in [his] face during a trigger point injection procedure on or around (B)(6) 2019.¿ the complaint does not identify the bd needle used. D1: medical device brand name: bd precisionglide¿ needle. D4: common device name: hypodermic single lumen needle. D4: catalog #:305128. D4: medical device lot #: 8093756. D4: medical device manufacturer: bd medical (bd west) medical surgical. D4: medical device expiration date: 31-mar-2023. D4: UDI #: (B)(4). G4: manufacturing location: bd medical (bd west) medical surgical. G.5. PMA / 510(k)#: k021475. H4: device manufacture date: 03-apr-2018. H6. Investigation summary: it was reported a needle lodged in a patient's face during a trigger point injection. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle, about 2.5cm in length, next to a ruler. The needle is straight, and the bottom part of the needle is red. The red area is where the epoxy is applied to fix the needle to the plastic hub. Bd needles are produced with a white, not red, epoxy. The total length of the bd needle reported is 1 1/4", not 1" or 2.5cm. The sample shown in the photos do not meet the bd length specification, as well as the color and location of the epoxy. A device history record review was completed for provided material number 305128, lot number 8093756. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that bd precisionglide¿ needle came out of the hub and lodged in the patient's face. It was reported that the needle lodged in the patient's face during a trigger point injection. Per complaint details: bd¿s registered agent was served with the complaint filed in santa clara county in california. Plaintiff alleges that he sustained ¿permanent injuries after a needle became lodged in [his] face during a trigger point injection procedure on or around october 14, 2019.¿ the complaint does not identify the bd needle used.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ needle came out of the hub and lodged in the patient's face. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the needle lodged in the patient's face during a trigger point injection. Per complaint details: bd¿s registered agent was served with the complaint filed in santa clara county in california. Plaintiff alleges that he sustained ¿permanent injuries after a needle became lodged in [his] face during a trigger point injection procedure on or around (B)(6) 2019.¿ the complaint does not identify the bd needle used.